Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("device had migrated from her fallopian tube to her uterus/ migrated from her uterus to her cervix(intracervical canal)") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. In 2015, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal and heavy menstrual bleeding"), menstrual disorder ("abnormal and heavy menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and alopecia ("significant hair loss"). On (B)(6) 2015, the patient experienced pelvic pain ("extreme pain"). On an unknown date, the patient experienced device expulsion (serious criteria medically significant and clinically significant/intervention required) and pelvic inflammatory disease ("pelvic inflammatory disorder"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was withdrawn. At the time of the report, the device expulsion, alopecia and pelvic inflammatory disease outcome was unknown and the dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain, dyspareunia and pelvic pain had not resolved. The reporter considered device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain, dyspareunia, alopecia, pelvic inflammatory disease and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: ultrasound scan result was essure migrated from her fallopian tube to uterus. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced several non serious events after essure insertion and was told that she had a pelvic inflammatory disorder. A few months later, an x-ray showed that device had migrated from her fallopian tube to her uterus. However, during the bilateral salpingectomy, it was noticed that actually the device migrated from her uterus to her cervix (intracervical canal), seen as device expulsion. Pelvic inflammatory disease and device expulsion are anticipated in the reference safety information for essure. While essure system is sterile, it may due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Also, during the essure therapy, a device expulsion may occur. Considering the information provided and the nature of the reported events, a causal relationship with essure cannot be excluded. This case was regarded as incident, due to the serious injury related to essure. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), device expulsion ("device had migrated from her fallopian tube to her uterus/ migrated from her uterus to her cervix (intracervical canal)/malposition of essure device (location of device: uterus)") and pelvic inflammatory disease ("pelvic inflammatory disorder") in a 35-year-old female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida (17), parity 3 (dob: ((B)(6) 1996, (B)(6) 1999 and (B)(6) 2009)), spontaneous abortion and induced abortion (13). Concurrent conditions included vomiting, asthma, fibromyalgia, tobacco user and alcoholic. Family history included diabetes mellitus and hypertension. Concomitant products included ibuprofen, levonorgestrel (mirena), medroxyprogesterone acetate (depo-provera) from 1-jan-2014 to 1-jan-2015 and vicodin. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal and heavy menstrual bleeding"), menstrual disorder ("abnormal and heavy menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain") and alopecia ("significant hair loss"). On (B)(6) 2015, 1 year 10 months after insertion of essure, the patient experienced abdominal pain ("abdomen pain"), uterine pain ("uterine pain"), dyspareunia ("pain during intercourse"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and weight increased ("weight gain"). On 5(B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems/ anxiety"), fatigue ("fatigue"), hyperthyroidism ("hyperthyroidism/ thyroid issues") and thyroid cyst ("cyst on thyroid"). The patient was treated with surgery (hysteroscopy with essure coil removal, d&c, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, pelvic inflammatory disease, abdominal pain, uterine pain, hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, vaginal discharge, anxiety, migraine, headache, nausea, fatigue, alopecia, weight increased, hyperthyroidism and thyroid cyst outcome was unknown and the dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain and dyspareunia had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, hyperthyroidism, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, thyroid cyst, urinary tract infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76.19 kgs. Ultrasound scan - on (B)(6) 2015: essure migrated from her fallopian tube to uterus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), device expulsion ("device had migrated from her fallopian tube to her uterus/ migrated from her uterus to her cervix (intracervical canal)/malposition of essure device (location of device: uterus)/ malposition of essure device") and pelvic inflammatory disease ("pelvic inflammatory disorder") in a 35-year-old female patient who had essure (batch no. B71770) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida (17), parity 3 (dob:(B)(6)1996, (B)(6)1999 and (B)(6)2009)), spontaneous abortion, induced abortion (13), hyperthyroidism and thyroid cyst. Concurrent conditions included vomiting, asthma, fibromyalgia, tobacco user and alcoholic. Family history included diabetes mellitus and hypertension. Concomitant products included ibuprofen, levonorgestrel (mirena), medroxyprogesterone acetate (depo-provera) from (B)(6)2014 to (B)(6)2015 and vicodin. On (B)(6)2014, the patient had essure inserted. In 2015, the patient experienced menstrual disorder ("abnormal and heavy menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain") and back pain ("severe back pain"). On (B)(6)2015, 1 year 10 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal and heavy menstrual bleeding"), abdominal pain ("abdomen pain"), uterine pain ("uterine pain"), dyspareunia ("pain during intercourse"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems/ anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("significant hair loss"), weight increased ("weight gain"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), hyperthyroidism ("hyperthyroidism/ thyroid issues"), thyroid cyst ("cyst on thyroid") and post-traumatic stress disorder ("psychological or psychiatric problems (ptsd)."). The patient was treated with surgery (hysteroscopy with essure coil removal, d&c, bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, pelvic inflammatory disease, abdominal pain, uterine pain, hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, vaginal discharge, migraine, headache, nausea, fatigue, alopecia, weight increased, hyperthyroidism and thyroid cyst outcome was unknown and the dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain, dyspareunia, anxiety, post-traumatic stress disorder, bladder disorder and urinary tract disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, hyperthyroidism, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, post-traumatic stress disorder, thyroid cyst, urinary tract disorder, urinary tract infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 162 lbs. Approximate weight at time of essure placement: 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76.19 kgs. Ultrasound scan - on (B)(6)2015: essure migrated from her fallopian tube to uterus quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received - new events added: psychological or psychiatric problems ( ptsd), bladder disorder, urinary tract disorder were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), device expulsion ("device had migrated from her fallopian tube to her uterus/ migrated from her uterus to her cervix (intracervical canal)/malposition of essure device (location of device: uterus)") and pelvic inflammatory disease ("pelvic inflammatory disorder") in a (B)(6) year-old female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida (17), parity 3 (dob: ((B)(6) 1996, (B)(6) 1999 and (B)(6) 2009)), spontaneous abortion and induced abortion (13). Concurrent conditions included vomiting, asthma, fibromyalgia, tobacco user and alcoholic. Family history included diabetes mellitus and hypertension. Concomitant products included ibuprofen, levonorgestrel (mirena), medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2015 and vicodin. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal and heavy menstrual bleeding"), menstrual disorder ("abnormal and heavy menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain") and alopecia ("significant hair loss"). On (B)(6) 2015, 1 year 10 months after insertion of essure, the patient experienced abdominal pain ("abdomen pain"), uterine pain ("uterine pain"), dyspareunia ("pain during intercourse"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems/ anxiety"), fatigue ("fatigue"), hyperthyroidism ("hyperthyroidism/ thyroid issues") and thyroid cyst ("cyst on thyroid"). The patient was treated with surgery (hysteroscopy with essure coil removal, d&c, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, pelvic inflammatory disease, abdominal pain, uterine pain, hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, vaginal discharge, anxiety, migraine, headache, nausea, fatigue, alopecia, weight increased, hyperthyroidism and thyroid cyst outcome was unknown and the dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain and dyspareunia had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, hyperthyroidism, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, thyroid cyst, urinary tract infection, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Ultrasound scan - on (B)(6) 2015: essure migrated from her fallopian tube to uterus . Most recent follow-up information incorporated above includes: on 16-feb-2018: fu from pfs+mr: new events: fallopian tube perforation, uterine perforation, hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, anxiety, migraine, headache, nausea, abdominal pain, uterine pain, vaginal discharge, fatigue, weight increased, hyperthyroidism, thyroid cyst, device monitoring procedure not performed were added. Previously reported event¿ pelvic pain¿ marked as symptom for new event¿ fallopian tube perforation¿. Reporter and patient demographic information, other relevant history updated. Product batch number added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-jan-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced several non serious events after essure insertion and was told that she had a pelvic inflammatory disorder. A few months later, an x-ray showed that device had migrated from her fallopian tube to her uterus. However, during the bilateral salpingectomy, it was noticed that actually the device migrated from her uterus to her cervix (intracervical canal), seen as device expulsion. Pelvic inflammatory disease and device expulsion are anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Also, during the essure therapy, a device expulsion may occur. Considering the information provided and the nature of the reported events, a causal relationship with essure cannot be excluded. This case was regarded as incident, due to serious injury reported and since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.